Manufacturer narrative:
An 8mm x 4 cm x 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four atmospheres (atm) during post-dilatation of an 8mm smart stent in the superficial femoral artery for in-stent-restenosis. Therefore, the procedure was completed with the use of another balloon catheter. There was no reported patient injury. A contralateral approach was made initially, and the saber was delivered to the lesion and inflated. The exact target lesion was the proximal region of the superficial femoral artery. The 100% occluded lesion had no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted during use or prior to inserting the product into the patient. The device was prepped normally and maintained negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter was never in an acute bend. The balloon catheter was not kinked while being used. A non-cordis inflation device and the same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact (in one piece). Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17662421 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors such as post-stent dilation may have contributed to the reported event. The stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
An 8mm x 4 cm x 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm) during post-dilatation of an 8mm smart stent in the superficial femoral artery for in-stent-restenosis. The balloon catheter was removed easily and intact (in one piece). Therefore, the procedure was completed with the used of another balloon catheter. There was no reported patient injury. A contralateral approach was made initially, and the saber was delivered to the lesion and inflated. The exact target lesion was the proximal region of the superficial femoral artery. The 100% occluded lesion had no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted during use prior to inserting the product into the patient. The device was prep normally and maintained negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and through the guide catheter. The catheter was not ever in an acute bend. The balloon catheter was not kinked while being used. The procedure used a non-cordis inflation device and the same indeflator was used successfully with other devices. Additional procedural details were requested but are unknown.